Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 58-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the peel-away sheath was removed and an angiogram was performed to verify flow down the distal leg. The patient did not have brisk flow so the physician decided to place an external bypass. An antegrade 6fr sheath was placed in the right femoral artery (rfa) and a 6fr retrograde sheath was placed in the left femoral artery (lfa). An angiogram was then performed to verify flow. The sheaths were then connected using a male-to-male connector. After one day on support, the device was removed with an escalation of therapy to an impella 5.5. While on support, the device functioned at p-7 at 3.1l/min as intended with d5w sodium bicarbonate in the purge solution. The reported limb ischemia can be attributed to the patient's clinical presentation of cardiogenic shock with vasopressor support, which can cause peripheral vasoconstriction. The device was discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
After further review of the complaint the device was changed from the introducer to the pump. The following fields were updated: d1, d2a, d2b, d4, h4.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.